Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then, it will be submitted in a supplemental report.

Event description:
"Dr performing tha (eon stem w c-taper head). Requested +0/36mm c-taper head for implantation. Head was impacted with 5 blows. I was not in the room during this initial impaction attempt. Surgeon told me what happened and said upon checkin the implant was seated, he pulled head off by hand. He put head back on and noticed what he felt as the head was "bottoming out" on the femoral neck of the implant. I asked if he wanted a new head and he said he would make another attempt to engage the tapers after the cement had hardened. Upon the 2nd attempt to seat, he provided 3 hard blows to the head, performed a physical check and felt comfortable the taper had engaged. He left implant in place."